Manufacturer narrative:
H6: investigation summary through the video sent by the customer, it is possible to observe the incident of the activated plunger, however according to the client's report, the plunger broke during the application of the medication, which proves that the syringe was working at the time of aspiration . If the plunger was activated, the client would not have been able to aspirate the medication, defect is not confirmed. The analysis of the batch history (DHR) of the possible batches was carried out and verification of the maintenance records and quality notifications where no records potentially related to failure were found. As the solomed syringe has a breakable plunger, in some situations it can break, depending on handling during aspiration and / or application of the medication.

Event description:
It was reported that the bd solomed¿ syringe plunger rod broke while applying neo decapeptyl. The following information was provided by the initial reporter: client bought the neo decapeptyl 11.25mg medicine and bd solomed luer lock needle and syringe on (B)(6) 2021. When performing the application on her daughter, the syringe plunger broke making it impossible to finish the injection. Thus losing the medication and impairing the effectiveness of the treatment. "The component that broke was the plunger near to the stopper. When it was applying, the plunger broke and released, making impossible the injection of all the medication in safety"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: through the video sent by the customer, it is possible to observe the incident of a prematurely activated plunger. It was performed the DHR, quality notifications and maintenance records where no records potentially related to failure was found. For the reported incident, a possible cause is entanglement in the syringe assembly process that could lead to a weakening of the safety plunger. Another possible cause is a weakening of the plunger in the molding process, generating a breaking force below the intended. Validated tests are performed for the activation force of the plunger during the release of the batches produced as a means of control. Improvement work was carried out with the implementation of actions to contain the reported incident, including installation of a raised part on the solomed syringe guide. This elevation allows the syringes to be guided by the plunger and not by the barrel flange and validation of the new vision system of the equipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd solomed¿ syringe plunger rod broke while applying neo decapeptyl. The following information was provided by the initial reporter: client bought the neo decapeptyl 11.25mg medicine and bd solomed luer lock needle and syringe on 04/13/21. When performing the application on her daughter, the syringe plunger broke making it impossible to finish the injection. Thus losing the medication and impairing the effectiveness of the treatment. "The component that broke was the plunger near to the stopper. When it was applying, the plunger broke and released, making impossible the injection of all the medication in safety"